Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap gastric bypass procedure, when the surgeon was making the pouch, he fired the device with a second reload and the staple line opened up a hole in the staple line. This was the second firing with a reload; the staples appeared to be malformed. The surgeon then sued suture to over sew and complete the procedure. There was no adverse consequence to the patient.